Event description:
After the catheter was placed, an x-ray showed the catheter to be in too far. As the catheter was being pulled back, it snapped off at the 11cm mark. The catheter did not embolize. It was grabbed with hemostats by the nurse and removed. No pt injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter returned for evaluation is the catheter only. The catheter is in two pieces. The proximal section, which includes the hub/stopcock and some catheter tubing, measures 42.2 cm and the distla section, which is the remainder of the tubing, measures 11 cm. Lot history review showed no prior product complaints of similar nature. The catheter separated 11cm from the distal end of the catheter. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is severely elongated and appears to be necked down length wise proximal to and the distal to the break site. The ends appear to male together. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. The catheter was pulled apart.